Event description:
This ra lead was implanted on (B)(6) 2015 and remains implante at this time. A call was placed to technical services on 10/18/2016 reportedly stated that atrial lead impedance is out of range in latitude close to 3000 ohms. The physician was (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)